Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter), contacted lifescan (lfs) USA, alleging an error 5 meter issue message on the patient¿s onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation; the reporter did not want to receive any follow-up questions. The reporter was unable to specify when her father obtained the error 5 message. The patient manages his diabetes with oral medications; the reporter was unable to specify the name of the medications . The reporter indicated that the patient did not made any changes to his usual diabetes management routine after obtaining the error message. She stated that an unknown time later, the patient developed symptoms of ¿slurred speech and weakness¿. She indicated that the emergency services were contacted (911) and the patient was taken to the emergency room where he was given glucose and unknown other medication by the healthcare professionals. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter described the correct testing steps and confirmed that the test strips completely drew in the sample. The cca walked the reporter through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Slurred speech and weakness requiring medical intervention, after obtaining an error message on the subject meter.